Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Visual examination of the provided images confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿cutaneous manifestation of metallosis on a metal-on-metal total hip arthroplasty after acetabular liner dissociation¿ by s. Sporer and p. Chalmers published in the journal of arthroplasty (2012) vol. 27 no. 8, pp. 13-16 was reviewed for MDR reportability. The article discusses a case study of a (B)(6)-year-old woman with advanced stage osteoarthritis requiring surgical revision due to cup dissociation and resultant corrosion of the neck of the femoral component and dislodged acetabular component following primary metal-on-metal (mom) tha with a pinnacle 54 mm cup, ultamet mom insert, a modular cocr femoral head, and a summit tapered stem, and screws (depuy). The patient presents with cutaneous manifestation of extensive metallosis, pain, audible grinding noise, and decreased rom requiring confinement to a wheelchair. Preoperative a/p radiographic scans revealed notching at the inferior aspect of the neck of the femoral component and metal liner dissociation. Surgical revision identified extensive soft tissue and deep fascia metallosis with periarticular surfaces stained black and the acetabular modular metal insert dislodged into a retroverted position with the edge of the liner causing impingement and eroding through the neck of the femoral component. Additionally, there is visible, severe burnishing of the superolateral inner lining of the cup with damage to the locking mechanism. Removal of the femoral stem required trochanteric osteotomy was required to remove the osseointegrated summit femoral stem. The depuy implants were exchanged zimmer tha products, including a longevity polyethylene liner, 58 mm trabecular metal acetabular shell, size 14 verys 6.5 mm femoral stem, and a 35mm neck/40mm modular femoral head. Three-year post-revision follow-up reveals no patient complications, although the patient¿s peri-incisional black cutaneous discoloration remains unchanged. Adverse event(s) related to product(s): dissociation of the mom liner (dislodged or dislocated). Adverse reaction to metal debris. Implant noise (noise, audible). Implant corrosion- taper. Implant corrosion- cup & liner. Permanent skin discoloration. Impingement on the neck of the femoral component intraoperative finding(s): metal debris and black staining of cutaneous and periarticular tissues. Implant dissociation- liner. Impingement of femoral neck. Corrosion of head/neck junction. Corrosion of inner cup lining. Implant dissociation- locking mechanism. Patient(s) reported harm(s) prior to procedure: joint rom decreased. Pain. Local reaction.